Event description:
It was reported that the patient was experiencing an increase in seizures. Initially, it was reported that the patient was scheduled for generator replacement for an unknown reason; however, surgery has not occurred to date. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. No additional relevant information has been received to date.

Event description:
It was reported that the physician does not know when the increase in seizures first began. It is noted that the patient is unreliable for follow-up and the patient's current diagnostic results are unknown. Clinic notes were received dated (B)(6) 2014 which notes that the patient's 2 seizure were on (B)(6).the patient states that he has many auras but not many seizures. Based on the patient's eeg it appears that the findings are indicative of a potentially epileptogenic focus in that region and are consistent with a diagnosis of localization-related epilepsy. Notes indicate this is a challenging patient who misses appointments. Notes do mention that he has been more or less seizure free in recent years with only slight auras. Notes also mention non-compliance with treatment, medication. Physician mentions overall the patient is doing well despite is behavior of not attending appts which frustrates the staff. Vns was not adjusted and he seems to tolerate stimulation well.